Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results become available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): infusion time too long. The correct infusion time of this ep is 30 minutes-with several pts it takes 60-90 minutes now - all filled with teicoplanine.